Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an emergency angioplasty procedure, a catheter shaft break occurred. The patient was having a myocardial infarction. No lesion or anatomy details are available. During preparation, the catheter shaft of the quantum maverick balloon was kinked, however, it was used anyway. While trying to inflate the quantum maverick balloon, the balloon would not inflate. During an attempt to withdraw, the balloon back into the guide catheter, the heart infarcted and the quantum maverick balloon catheter shaft snapped within the guide catheter. Approximately 30 cm of the catheter shaft remained in the patient. Following removal of the hub end of the balloon catheter, the remainder that was contained within the guide catheter was then removed as a system along with the guide wire. The patient was transferred to the coronary care unit. The patient was reported to have suffered no adverse effects due to the catheter shaft break.